Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed and no anomalies were found. The returned device found a set screw with a rounded socket. (B)(4).

Event description:
It was reported that after the implantation of the implantable pulse generator (ipg), an intermittent exit block of the right ventricular (rv) lead occurred. It was also reported that the patient experienced syncope. During the follow up visit, tested all lead parameters without any signs of lead malfunction, so the device was suspected to be the problem. The ipg was explanted and replaced and the rv lead was abandoned, remains in the patient. No further patient complications have been reported as a result of this event.